Event description:
Caller states patient received result of 507 mg/dl on the inform system while using comfort curve test strips while a lab value returned as 97 mg/dl within 10 minutes. Patient received unspecified treatment based on meter result of 507 mg/dl. The following day caller states patient received results of hi (greater than 600 mg/dl) and 70 mg/dl within 10 minutes on the inform system while using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.